Event description:
It was reported that during a routine follow up visit six months prior, the device was functioning normally and had an estimated remaining life of between 8 and 29 months. At the latest follow up, it was not possible to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Further information received indicated the device was functioning at the time of explant. Therefore, the bond wires lifted some time after explant. The evaluation result and conclusion codes have been updated to reflect this.